Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient used a leaking solution bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to use the solution supply bag if any problems were found while preparing the solution bags. It says to discard the bag and get a fresh dialysis solution supply bag. Using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had used a leaking supply bag. The patient stated that the supply bag was leaking so they put the bag in a plastic basin and then used the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.